Event description:
Patient with heartmate ii left ventricular assist device (lvad) for 18 months presents with vad alarms, pump stops and confirmation of driveline fracture per waveform review. It was unknown whether the fracture was internal or external, despite review of imaging. An external driveline splice repair was performed by thoratec/abbott technician, however this repair failed after 8 days, requiring urgent heartmate ii lvad exchange.